Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 14-nov-2023 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. The suspect handpiece was received with the plunger rod fully advanced, and ophthalmic viscosurgical device (ovd) residue was present in the cartridge. The lens was received taped to gauze; it was cleaned, and visual inspection found a tear at the lens edge. No further issues were identified, and no further evaluation was performed. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The intraocular lens was inserted and removed/replaced during the same procedure. Section d6b - explant date: not applicable. The intraocular lens was inserted and removed/replaced during the same procedure. Section e1 - telephone number:(B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was defective. Through follow-up we learned that the iol was damaged on the optic plate, with a deep "crack" extending from the point of insertion of one haptic to the center of the plate. The iol was remove and replaced with a new lens. No additional information has been received.